Event description:
The customer reported intermittent communication error messages and that the system was slow to boot up. This error results in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.